Manufacturer narrative:
The customer¿s report of backflow was confirmed however it was from the secondary to the primary, rather than from the primary to the secondary as reported. Functional testing was performed and no back flow occurred. Testing by the supplier indicated backflow (failed result). Disassembly of the check valve part resulted in the discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was cellulose and indigo dye. Although the customer reported backflow from the saline (presumably the primary) into the ivig (presumably the secondary), it is possible the customer's report incorrectly stated which fluid backflowed into which. The root cause of the backflow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Event description:
The customer reported that at the end of the ivig infusion the saline backflowed into the ivig bottle. There was no report of patient harm.